Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After several occlusions, the customer performed a system check and saw insulin exit the tubing and an occlusion would occur after connecting to the infusion site. The customer's blood glucose (bg) level was over 400 mg/dl with high traces of ketones. The customer reverted to using another pump to manage diabetes. Tandem technical support informed the customer that the site appeared to be the cause of the occlusions; however, the customer thought the pump was the cause. The customer declined to perform a system check using the current supplies on the pump. The customer did load new supplies and a system check showed the pump was functioning as intended. The customer acknowledged the information.